Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving unknown baclofen 1000mcg/ml for a total dose of 225mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported on an unknown date the pump was moving. On (B)(6) 2017 healthcare professional (hcp) could not locate the septum. It was noted the patient came back for a refill yesterday ((B)(6) 2017), but they were unable to fill the patient because the hcp was not able to locate the septum to fill the reservoir. It was stated the hcp had tried multiple attempts to fill the pump, but was unable to. Hcp redirected patient to see a surgeon so they could address the issue and use fluoroscopy when filling the patient. The reason for the call was hcp wanted to know if hcp could bring patient back and program the low reservoir alarm volume to 1 ml instead of the 2ml. Reason they wanted to change the low reservoir alarm from 2ml to 1 ml was because the hcp does not want patient's pump to be alarming since the surgeon will not be able to see the patient until sometime next week. As of yesterday ((B)(6) 2017) the patient had 2.9ml of drug in the reservoir. It was reviewed this was something they can program. It was offered to walk th e hcp through the appropriate steps now or when the patient was actually there. It was stated hcp will call back for further assistance when patient comes back in. No symptoms were reported. It was later reported hcp called back today ((B)(6) 2017) for assistance in programming the low reservoir alarm volume to 1ml. Screen navigation and printing were reviewed. Hcp updated the previous report stating the hcp attempted 3 times tom access the reservoir, but could not find the septum. It was stated hcp will try to access the pump some time next week using fluoroscopy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 from a healthcare professional reported the patient first started experiencing the pump movement on (B)(6) 2017. Troubleshooting performed related to the reported pump movement and trouble locating the septum included hand palpitation. The cause of the pump movement was not yet determined and the pump movement and trouble locating the septum had not yet been resolved.